Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6 fr device on event date. There was some oozing noted when the knot was lowered, but complete hemostasis was achieved following further manipulation with the knot pusher. Approximately thirty minutes later, it was noted that the pt had diminished pulses. The pt went to surgery approximately 2 hours post procedure. The vascular surgeon reported that the sfa was totally occluded. Additional info obtained by the field representative revealed that the physician had re-reviewed the sheathogram that was performed prior to the device being inserted. It was found that the sheathogram was superimposed, and it looked as though the stick was in the common femoral artery. The vascular surgeon stated that the sheath had tracked through the sfa posterior to the profunda, and the closer had followed the track that had already been established. The pt recovered without further incident and was discharged day after the event.